Manufacturer narrative:
The investigation determined that a discordant reactive vitros cov2igg result was obtained from a patient sample processed using vitros cov2igg reagent lot 0100 on a vitros 5600 integrated system. A definitive assignable cause for the discordant reactive result could not be determined with the information provided. The patient sample was tested for vitros anti- sars-cov-2 cov2tot (cov2tot) and vitros cov2igg and the results were discordant. There was no confirmation that the patient previously had a sars-cov-2 infection and has since recovered. The patient symptoms of respiratory issues & weakness could also be related to other non-sars-cov-2 infections. The patient was tested for covid-19 using pcr on the same day as vitros testing and obtained a negative result indicating they did not have a current sars-cov-2 infection. Based on this information, it was conservatively concluded that the vitros cov2igg was a false positive. A review of historical quality control results for vitros cov2igg lot 0100 indicates acceptable performance and a reagent issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros cov2igg reagent lot 0100. There was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event. It is possible that an interferent in the patient sample caused discordance between vitros cov2tot and vitros cov2igg testing. As per vitros cov2tot and vitros cov2igg instructions for use: heterophilic antibodies in serum or plasma samples may cause interference in immunoassays. However, no additional testing was performed to confirm or rule out the presence of an interferent in the patient sample. The customer provided no information concerning the sample collection device used to collect the affected sample or sample processing of the affected sample. Therefore, pre-analytical sample handling cannot be ruled out as a potential contributor to this event. Email address for contact office (B)(4).

Event description:
A customer reported a discordant reactive vitros anti- sars-cov-2 igg (cov2igg) result that was obtained from a patient sample processed using vitros cov2igg reagent lot 0100 on a vitros 5600 integrated system. Vitros cov2igg = 7.28 s/c (reactive) versus expected non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros cov2igg result was not reported from the laboratory. Ortho has not been made aware of any allegations of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).